Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient was seeing a power on reset (por) on their programmer. It was noted that they cleared the por and it was noted that it was a 0x400 parity por. Additional information received reported that the patient went into the clinic with the alert message and the healthcare professional (hcp) was able to restart the implantable neurostimulator (ins) without any problems. It was noted that the hcp had asked the patient about emi issues and the patient stated that they went to take the trash out and the device shut off. It was noted that the patient¿s tremor returned but no other symptoms were mentioned and the symptoms resolved after clearing the por. Additional information was requested but was not available as of the date of this report.